Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer instructed the customer through the recovery process by having the customer log in, open the pocket drawer when the cubie pocket popped out, delete the pocket, close the drawer when prompted, and complete the recovery, after which the drawer was successfully restored. The system functioned as intended after the field service engineer had investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred. The customer attempted to recover the failed drawer; however, a "requires maintenance" message was displayed. The device was rebooted, and additional troubleshooting was performed by shutting down the station, unplugging the power cord for 2-5 minutes, and then restoring power. Despite these actions, the drawer could not be recovered and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.